Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, one of the two internal batteries was found to have ¿vented¿ and does not accept charging. The product surveillance technician (pst) moved the front panel switch to the ¿connect¿ position and observed the panel meter to indicate approximately 50% battery charge status, with no load connected. He returned switch to ¿disconnect¿ position and applied alternating current (a/c) power to the device to begin charging the internal batteries. Initially the charging light emitting diode (led) did not illuminate as reported. After two hours of charging, the led was found illuminated (on) steady, indicating that the batteries were being charged (typical). The ac power was then temporarily disconnected and the device opened to inspect the individual batteries. Proper charger operation (output) was verified at 27.7 volts direct current (vdc) with ac power applied and both batteries still connected (typical). Battery voltage measurements were 13.3 vdc and approximately 11 vdc with the conductance reading of the first battery at 94 siemens (s) and not available for the second battery as the voltage was too low for the test instrument to obtain a reading. The first battery was within specification and the second was unknown at this point. Battery charging was then resumed with the ac power reconnected. Charging continued overnight for approximately 14 additional hours after which time the led was observed to again be dark (not illuminated). The batteries were then removed from the device completely for inspection and readings taken. Voltages were 13.1 vdc and approximately 11.7 vdc, respectively. The large difference in voltage between the batteries after a long charging period is not typical and indicates degradation of the second battery. The second battery was observed to have ¿vented¿ at the positive terminal. The batteries were installed on (B)(6) 2013. They were within their three years of life span. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) found charging led not illuminating. He replaced the led as the battery was fine. The fsr swapped out the battery wedge for customer satisfaction. The fsr performed preventive maintenance (pm) on the unit. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during the use of the device for a non-clinical activity, the light emitting diode (led) was not illuminated for the centrifugal battery. There was no patient involvement.